Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number mlz183, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: lot number: mlz183, paz589. Did 2 sutures of code w9752 had same problem in this procedure? Yes, same problem for both sutures. Note: events reported via mw 2210968-2020-01633.

Event description:
It was reported that the patient underwent opthalmic surgery on an unknown date and suture was used. During the procedure, the braided suture has opened and they have only sutured with a filament instead of the entire braid. The procedure was completed successfully. There were no adverse patient consequences reported.